Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming no delivery during bolus. Customer reported the issues tend occurs about two or three time a month and last occurrence was a week ago. Customer does not recall blood glucose level. Troubleshooting was not performed due to past event. Customer was advised to try a different infusion set. No further information reported.